Event description:
This supplemental report is being filed to include a conclusion code update.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead exhibited high out of range impedances measuring greater than 3000 ohms. It was noted that there was no noise episodes and they were unable to create the noise when testing was performed. Although, they were able to create the high impedances. Technical services discussed possible causes and provided programming options. At this time this ICD and other manufacturer ra lead remains in service. No adverse patient effects were reported.